Event description:
Reportable based on device analysis completed on 21sep2018 it was reported that guidezilla couldn't cross lesion. A guide extension catheter was advanced to target the lesion. During the procedure, it was noted that the device couldn't cross the lesion. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, device analysis revealed a partially separated collar. Device eval by manufacturer: returned product consisted of a guidezilla guide extension catheter. The device was bloody, with the shaft of the device filled with dried blood. The tip, shaft, collar, hypotube and hub were microscopically and visually inspected. Inspection revealed numerous kinks in the hypotube, a kink in the distal shaft 48 mm from the collar, and a partial separation at the collar. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.